Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was not receiving effective therapy and x-rays confirmed both leads had migrated. As such surgical intervention was undertaken wherein the leads were explanted and replaced with new leads thereby restoring effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.